Event description:
The facility reported that the bath shorted out, tripping the electrical supply. When the caregiver went to reset the panel, the caregiver received an electrical shock. The facility reported that this has happened before and the facility has had the electrical supply checked from the panel to the junction box next to the bath, all reported ok. The caregiver was taken to the hospital for a full check-up. No description of injuries or treatment was provided.

Manufacturer narrative:
It was reported to the arjo investigator that the batch had stopped working (apparently this had happened before) and the caregiver had gone downstairs to re-instate the electrical supply because the whole 1st floor had been knocked out. When the trip switch was switched on, the caregiver received an electrical shock from the switch. The investigator examined the device and found it to be in good working condition when the power was on. The main supply cable was found to have a terminal block fitted mid-way, which had insulation taped on it and pushed under the bottom cover. There was a non-arjo supplied boost pump in the corner of the bathroom which had water on the floor around it. The terminal block was removed and the cable was reconnected directly to the ip56-rated connection box mounted on the wall. The bath was then re-checked and the lift functioned properly. The investigator tried the shower and bath fill function. The shower worked, but the boost pump did not operate; there was no water from the bath fill. The electrical supply tripped again. The supply was re-installed and the shower turned on again. The boost pump flicked on, but the electrical supply tripped again. Based on the information provided, the manufacturer has determined the root cause of this incident was a faulty boost pump that caused the main supply fuses to burn. The electrical shock was received trying to reset the fuses at the main central supply, located at another floor than the bathing system. The boost pump is not sourced or fitted by arjo. The manufacturer recommends modification of the bath electrical connection before returning the bath to service since it no longer meets requirements.